Event description:
It was reported that the insulin pump alarmed no delivery during bolus after confirming a motor error alarmed occurred. Troubleshooting was done. Customer stated that when patient changed the infusion, the infusion set was occluded. Customer's blood glucose was 81 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.